Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for post sensed t wave oversensing. The lead was explanted. The patient condition was fine.